Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
According to the reporter, during a colectomy functional end to end anastomosis procedure, for the first firing the device was stopped halfway. The surgeon did not check excessive force indicator on the display screen, and the tissue was not thick. All firings that followed were completed with no problem. There was no injury to the patient.